Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a remote transmission was received for non-sustained lead noise due to post-paced t-wave oversensing was observed on a stored egm. Patient was asymptomatic. Programming changes were made. No further issues have been detected. Device remains implanted. Patient condition is good.